Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: vent detached cap on pump set causing chemo leak. Detailed inquiry description: customer states: I think the cap from the vent fell off the filtered tubing. Not sure if it was loose. When the nurse removed the chemo from the bag, she did not notice the cap was missing. However, we later found the cap was in the double plastic bag.